Event description:
Customer reportedly received results of 351 mg/dl and 144 mg/dl within 10 minutes on the nano smartview system. Customer took novolog per sliding scale based on first result prior to getting second result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.